Manufacturer narrative:
G4: 14jun2019. B4: 10oct2019. H10: the product support contacted customer and the customer stated that the touch screen issue is resolved. The touch screen was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's touchscreen had a dead spot in the middle and on the side. There was no patient involvement.